Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x echo-hd-3-20-c was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device was returned within its original packaging but outside of the tray. There was no syringe returned. The stylet was in place. There was no needle exposure. There was a container returned with a piece of broken needle within it. The distal needle break measures 52mm. The piece of broken needle in the container lines up with the remaining needle and the stylet in the sheath; there are no concerns that there is any piece missing of the needle. The stylet inserts without any issues. There are no other functional issues with the device the customer complaint is considered to be confirmed as the needle is broken. Customer complaint is confirmed as failure was verified in laboratory. A potential root cause for this event may have been that excessive force was used or possibly the device was used in a torturous position. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. An action came from the lab to suggest training be provided, the product manager has been notified prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ from the information provided, the patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle broke inside the lesion of the patient. Patient was injured, a piece of the needle remain inside the lesion. With biopsy forceps, they retrieved the extremity of the needle the styed inside. Incident declared to ansm. Rep has the device "as per complaint form": nurse opened the needle package and removed it from the box without pb. Dr connected needle on the scope it was a little difficult because he was in a "difficult" position into duodenal bulb doctor punctionned, and removed the needle from the scope they performed a "second" punction from the stomach the needle was into the lesion but when doctor tried to slide it t. The handle moved but the needle tip stayed fixed they removed the needle from the scope but tried to take the prelevment (nothing) they decided to do a third punction and they arrived in the stomach they saw the tip of the needle planted in stomach wall (you can see it on the picture attached) doctor could remove it with a biopsy forcep without any problem for the patient and the scope they used a echo hd 22c for finishing the examination.